Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a medtronic employee regarding a patient receiving an dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient experienced back pain due to the pump reaching end of life. It was noted that the pump was replaced on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
Correction was made to this section. The event is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump was completely dead at the time of replacement. No further complications have been reported as a result of this event.